Event description:
Global pharmacovigilance (gpv) spoke with a peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 regarding an unrelated issue. The pdrn reported that the patient (B)(6) was hospitalized for peritonitis. Additional information was received from gpv on (B)(6) 2012. The pdrn stated that the homechoice patient was diagnosed with bacterial peritonitis on (B)(6) 2012 manifested by abdominal pain, fever and chills. The hp was hospitalized on (B)(6) 2012. The cause of the peritonitis event was unknown. The hp was treated with cipro and zosyn (dose, frequency and route unknown). At the time of this report the hp's medical condition was deteriorating and the hp remained hospitalized.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.